Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead and the associated lead and device chronically displayed noise and oversensing. Isometrics were able to reproduce the noise. The patient was seen for a revision procedure where it was noted that the header of the device was able to be moved a bit. A header issue was suspected; therefore the device was explanted and the leads remained in service. There were no additional adverse patient effects. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The header was secure on the device case, the medical adhesive around the header was continuous and attached to both the header and case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.